Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experienced high blood glucose (bg) levels (220-500 mg/dl) on multiple occasions. Insulin injections and boluses of insulin were administered by the contact to address the bg level. The suspected cause of the high bg was unknown. Tandem technical support had the contact perform a system check with the current supplies and the pump was found to be functioning as expected.